Manufacturer narrative:
(B)(4). The potentially associated lots for this complaint are (gd881417, gd880799). All release/testing specs were met prior to release of each batch. There were no defects noted during batch reviews that could be associated with the reported condition.baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a phone call for an unrelated alarm the patient reported that he had periotnitis. He stated the fluid in the tubing was "thick and cloudy like soap". No further information was available. Baxter contacted the peritoneal dialysis (pd) rn on (B)(6) 2011 to follow up on the reported peritonitis coincident with dianeal local (pd4) ambuflex. The nurse confirmed the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient went to the ER with abdominal pain. The patient was treated with vancomycin (unknown dose) ip. There was no exit site infection. She reported the possible cause of this incident of peritonitis was because the patient was constipated. The patient was retrained on aseptic technique. There was no allegation against any baxter device or solution. The peritonitis resolved. The patient continues pd therapy without incident. No further information was available.

Manufacturer narrative:
(B)(4): this is report 2 of 4 for this incidence of peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.